Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, anterior abdominal abscess, abscess cavity with turbid/purulent fluid, abscess cavities communicating with mesh, adhesed bowel, incorporated mesh, scar tissue and infected seroma. Post-operative treatment included removal of mesh due to infection and drainage of anterior abdominal abscess.